Manufacturer narrative:
Concomitant medical products: 24 gauge bd insyte autoguard or 22 gauge bd nexia diffusics. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. The customer stated that the patients ranged from 5 weeks of age to 16 years of age. Males and females with varying diagnoses and medical histories. Date of event requested but not provided, however the customer stated that the events occurred "last week or so."

Event description:
It was reported infiltrations occurred in the pediatric population, two of which required fasciotomies (out of seven infiltrates). The patients ranged from 5 weeks of age to 16 years of age. Males and females were affected, and the patients had different admission diagnoses and medical history. There was no long term permanent injury that is known. The other five infiltrate events resulted in requiring an IV change. The events occurred while primary fluids were infusing and ranged from d51/2 ns with 20k, d5ns, and d5 ns and 20k. Alarms were not a factor in these events. The patient's either had a 24 or 22 gauge IV.